Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons. Unable to determine the root cause of the intermittent button response due to pump preservation. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and chipped paint on the keypad overlay graphics layer. Data analysis: there is no data available due to the unit did not have a battery installed when received. Unit had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly.

Event description:
Complaints text (B)(6) 2018 (B)(4)____________________ complaints text (B)(6) 2018 belfom1 initial notes: caller reporting the customer has passed away. Inquired what led up to the complaint. Customer response: caller asking what she needs to do with the pump. (B)(6). Reporting party relationship to deceased: spouse . Pump serial (B)(4). Pump material number: mmt-523rnab. Glucometer: ascensia. Cgm: medtronic cgm was not included in the patient's diabetes therapy. Date of death: (B)(6) 2018. Bg at time of death: unknown. Cause of customer passing as indicated by reporting party: heart failure . Location of customer's passing: hospital. Date customer was admitted to hospital/hospice/emergency room: admitted in the hospital for about a week. . Bg at time of customer's admission to hospital/hospice/emergency room: unknown . Customer was wearing pump at time of passing. Other health issues: reporting party indicates other health issues or illness may have contributed, or led up, to passing. Does reporting party recall the initial onset or timeframe of health issue or illness? Response: heart failure. Does reporting party know if customer was off pump therapy due to other health issues or illness? Response: customer was not off the pump.. Pump return to mdt: reporting party agreed to return the pump. Inf/res (in use at time of event) return to mdt: reporting party agreed to return the inf/res. (B)(6). Customer agrees to have return label(s) mailed (3 day arrival) and return materials will ship overnight. Returning product to be shipped to mdt via (B)(6). Carelink upload: reporting party did not report dka, high bg, low bg, or allege under, or over, delivery of the pump. Carelink upload was not requested. Customer's outcome pertaining to the complaint: advised to keep an eye out for the return material. Advised to call the hl if has any other concerns. Ship: nothing / return: nothing

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons. Unable to determine the root cause of the intermittent button response due to insulin pump preservation. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and chipped paint on the keypad overlay graphics layer.